Manufacturer narrative:
Comitant medical products: product ID: dtma1qq crtd; 429888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the clinic due an acute and marked right atrial (ra) lead threshold increase. The lead was reprogrammed. A revision was attempted, however, was not successful. The lead was explanted and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead revision was unsuccessful because better thresholds were unable to be obtained during the revision procedure.